Manufacturer narrative:
Correction: sn (B)(6) is no longer a suspect; it is now a concomitant. Please refer to manufacturer report number 2016493-2021-28187 for failure investigation results. H3 other text : not returned.

Event description:
It was reported that duplicate serial numbers on units caused a back log of messages on the gateway and caused other units to not be able to transmit data. Although requested, no further information was provided. There was no patient harm reported.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, the patient demographics were not provided.

Event description:
It was reported that duplicate serial numbers on units caused a back log of messages on the gateway and caused other units to not be able to transmit data. Although requested, no further information was provided. There was no patient harm reported.